Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one monopty disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean, and the device was received in its initial position. There were no visual anomalies noted on the device. Upon functional testing, it was noted that when priming the device. The device was self-activated. Therefore, the investigation is inconclusive for the reported device misassembled during manufacturing /shipping issue as there is no objective evidence for the reported issue happened in sealed condition; also, the device returned for evaluation was in unsealed condition. And the investigation is confirmed for the identified self-activation issue as the device self-activated when priming the device. A definitive root cause for the reported device misassembled during manufacturing /shipping and identified self-activation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided biopsy procedure, the device was already engaged without any manual action. There was no reported patient injury.